Manufacturer narrative:
The reported event of a stripped right atrial set screw was not confirmed. Upon receipt, the atrial set screw was inspected but no anomalies were found. A test lead was inserted and fully secured in to the ra port using the ra setscrew. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted that the implantable cardioverter defibrillator (ICD) set screw was stripped and would not tighten leading to high atrial impedance. The ICD was exchanged and replaced. The patient was stable.